Event description:
It was reported by service report that the scale was not working on the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard was not properly seated on the connector.